Event description:
Increment keys are not working, properly connected but still problem not solved. Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided therefore review could not be performed. Reported device was not sent back to (B)(4) for investigation but was repaired by (B)(4) service center. This complaint remains as not confirmed due to: the lack of evidence (log, photo with sn, video with sn). Equipment and/or parts not sent for investigation. To our knowledge no patients or treatments were involved. This complaint is added in our trends for statistical analysis. This complaint is not confirmed. No action was initiated for this issue as per our local procedures. The trend is normal and reported risk is lower than estimated risk.